Manufacturer narrative:
On 3-apr-2025, the product investigation was completed. D4 primary UDI number has been updated to (B)(4). It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and when the medical team stimulated from 20 pol b, 20 pol a or map port the stimulation jump to ref/deca. They then disconnected the electrodes (5-10 minutes of delay). They continued the case with the issue. Device evaluation details: field service engineer arrived to the account and confirmed that the issue was resolved by replacing the faulty ECG (electrocardiogram) card with another one that was delivered to the customer. Carto 3 system was tested and all tests passed. The system is ready for use. The suspected ECG was sent to the manufacturer for investigation. It was found that the issue was caused due to faulty opto switch component on the ECG card. The card was repaired and the issue resolved. The manufacturing record evaluation was performed on carto 3 system #(B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and when the medical team stimulated from 20 pol b, 20 pol a or map port the stimulation jump to ref/deca. They then disconnected the electrodes (5-10 minutes of delay). They continued the case with the issue. The procedure was completed without patient consequences. Afterward, the medical team checked the connection cable, electrodes, tablets, and connections, but were unable to fix the issue.